Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified. Based on the analysis, the alleged cartridge damaged issue could not be verified as the device was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred, and that the cartridge was cracked. The customer's blood glucose level was 232 mg/dl. The customer reverted to alternate therapy for diabetes management.